Event description:
It was reported that the patient presented to the clinic for a generator change procedure. Prior to the procedure, device interrogation identified atrial lead noise oversensing, which resulted in inappropriate auto mode switch (ams). The noise had been previously noted on stored electrograms (egms) but was not reproducible at the time of evaluation. Additionally, the atrial lead demonstrated variable p-wave amplitude. During the procedure, the atrial lead was assessed, and insulation damage was identified. As a result, the physician elected to cap and replace the atrial lead during the same procedure on (B)(6) 2026. The patient remained stable throughout the procedure.